Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the manufacturing documentation for the lot provided indicated that the lot was produced in november 2012 on automated machine. It was communicated that the device was not available for investigation; however it might be likely that the root cause was due to operator error. The machine itself was tested multiple times with miscounted patties and was rejected every time as it is programmed to do. It is the responsibility of the operator to scrap all rejected product. It might be possible that this did not occur in this case. This however could not be confirmed. Based on the results of this investigation no further action is required. The procedure has been reviewed with the operators. At the present time we consider this complaint to be closed. Device not returned.

Event description:
The customer reported that one pack of neuro sponges contained 11 instead of 10 sponges.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
The customer reported that the one pack of neuro sponges contained 11 instead of 10 sponges. Quantity affected: 1 kit. The customer informed that the product is not available for evaluation. This report is being filed from malfunction to serious injury.